Event description:
It was reported that there was a shocking or jolting sensation following some type of environmental exposure. The patient had a less than (B)(6) therapy relief at the device pocket. The patient received shock from the electric blanket. The patient got a shock the night prior to the report after touching an electric blanket. The shocking had continued and patient sought out care in the emergency department due to the discomfort. After the shock from the electric blanket, the patient said they felt stimulation decrease and then increase. Their voltage increased from about 1 to 3, the exact voltage was not known. After the shocking event the patient had difficulty turning stimulation off. They felt shocking as thought their stimulation level had increased. The patient had heard a ¿pop¿ from an electrical outlet when they attempted to turn their electric mattress on early in the morning. That coincided with the feeling that the patient had a surge in the feeling of their stimulation that they could not control. The implantable neurostimulator (ins) would not respond to commands from their remote, and they could not turn the system down or off to control the feeling. The manufacture representative saw the patient at the ER and was considerable more comfortable after several doses of intravenous opiates. The ins responded to all commands sent from the patient programmer and clinician programmer. Electrodes 0 and 1 indicated open circuits, but neither was involved in any programming. Reprogramming was unsuccessful. X-ray imaging demonstrated two octad leads well into t8, which is consistent with the operative dictation from the time of implant. The patient was discharged to go home to see their pain management physician in follow up. The patient was not receiving effective therapy. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).